Manufacturer narrative:
Device not returned, follow-up with company rep.

Event description:
It was reported that of the 470 pts that the physician followed-up with after being treated with the x-stop device, there have been 23 removals and 27 revisions. It was also noted that 409 of these devices were off-label use. No additional info was reported.